Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and alleged the patient experienced that day a blood glucose of 600mg/dl, associated with an alleged inaccurate delivery issue. Reportedly, the patient discontinued pump therapy, and was treated in the hospital for insulin via injection. During troubleshooting with customer technical support, the patient¿s healthcare provider insisted on pump replacement and no further troubleshooting occurred. This complaint is being reported because the patient allegedly experienced hyperglycemia while on the insulin pump, and the pump could not be ruled out as a contributing factor.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 19-nov-2018 with the following findings:. During investigation, there was an error 144 replace cartridge alarm recorded on (B)(6)2018 at 16:07pm. Deliveries were not resumed (end of use). There were no delivery malfunctions or pump defects found. According to the pump the total daily dose basal history totals for (B)(6)18, (B)(6)18, (B)(6)18, and (B)(6)18 appear to be inaccurate due to user intervention such as manual suspends, cartridge change. The pump passed all required testing for delivery accuracy. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.